Manufacturer narrative:
(B)(4). Date sent: 3/8/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number e23070045, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, after fired, the knife moved to the distal end, but could not return knife automatically. It is unknown that how to returned the knife. Changed the new one to complete surgery. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4), date sent: 4/11/2024. D4: batch # 618c37. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60b reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The reload was tested for functionality with a test device and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. The event described could not be confirmed as the reload performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 618c37, and no non-conformances were identified.